Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external leak occurred directly at the filter and air entered into the circuit. The tube and the filter was not properly connected during setup. The therapy was immediately discontinued and blood could not be returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.